Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 150mg/dl-200mg/dl fasting. Verified the strips expire 3/31/2018. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2016. Reviewed meter memory: (B)(6). Customer is concern with the truetrack results that were taken on (B)(6) 2016 568mg/dl at 5:40pm and (B)(6) 2015 411mg/dl at 10:25am. Singh (mgr) calling from the facility on behalf of a patient and states that the patient have 2 truetrack meters that are giving high blood results. Singh (mgr) states that one of the meters fell so patient decided to purchase a new meter but both meters are still giving high blood results. Singh (mgr) states that he compares the patient meter to two trueresult meters in the facility and gets significance difference between meters. Singh (mgr) is not sure how much insulin to give the patient because when compared to the trueresult the truetrack is extremely high. Customer normal glucose range is 150mg/dl-200mg/dl fasting. Check both meters and observe meters are not coded properly meter # (B)(4). Customer is using the same vial of strips on both meters which is not recommended per IFU. Patient test 4 times a day and is taking novalog and lantis.